Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an attempted implant, the helix on the lead would not extend "substantially". Also, the helix did not extend gradually, but "jumped out fast". The lead was explanted and replaced. No patient complications have been reported as a result of this event.